Manufacturer narrative:
The insulin pump was received with lcd bleeding due to cracked on lcd glass. Analysis was unable to verify the compromised force sensor system alarm due to display damage. The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 171 mg/dl at the time of incident. The customer stated that the insulin was squirting out. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.